Event description:
Per dealer the seat is flattened out due to normal wear and tear. Dealer advised left arm assembly is broken off and end user had someone put a piece of wood to hold it on. Dealer advised both arm assemblies have duct tape on them. Dealer could not provide any further information.